Event description:
Customer reported the alarm continuously sounds even when weight is applied to the sensor. The sensor was tested with a known working alarm and functions properly. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that the alarm sounds continuously when weight is on the sensor. However, when the weight is removed from the sensor, the green light flashes rapidly and the alarm sounds intermittently. After a few seconds the alarm sounds as it should. Visual findings noted that the led lens has been pushed into the unit case, the warming label is torn across the middle, and the ink is fading. Note: instructions for use states: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. (B)(4).